Event description:
While placing the balloon into the guide catheter, the shaft broke mid-way.

Manufacturer narrative:
The pt info is unk. The hospital decline to provide the pt info. The angiosculpt device was returned in two pieces for lab analysis. Visual examination confirmed the shaft separated approx 24" from the distal end of the strain relief. The balloon has not been inflated and presence of kinks near the separation area. According to the instructions for use (IFU) for the angiosculpt catheter, retained device components is listed as a possible adverse effect of the procedure.